Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Investigation performed by our chinese partner: [10.08.2021 05:24] - [yyang] by investigation, it was learned that what was reported is inconsistent with the actual situation. The department staff was preparing the ventilator for use and found that the tightness failed to pass the pre-use test. A simulated lung was connected for test and there was an alarm indicating circuit detachment. A backup ventilator was immediately prepared and repair was informed. The hospital engineer contacted the third-party engineer for repair. The third-party engineer confirmed that the expiratory valve was defective. Our engineer and the hospital engineer confirmed that the expiratory valve was defective. After repair, the alarm disappeared and the machine worked normally. The ventilator alarmed before use, and was not used on the patient. No injury was caused to the patient. 22.03.2023 - our investigation results: this issue is deemed a reportable event since the malfunction 'tightness test failed' due to defective. Expiratory valve' can lead to a delay in the therapy since the ventilator fails the preoperational checks and if a spare e-valve is not available, the ventilator cannot be used. A new ventilator needs to be prepared. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As this complaint was submitted to hamilton medical ag more than 18 months ago, no attempts will be performed to obtain additional information. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
On the (B)(6), the nurse followed the doctor's instructions to use the ventilator for the patient. After connecting the breathing circuit for the patient, the circuit was prompted to fall off after the ventilation started.